Event description:
The patient reported that their implantable neurostimulator (ins) stopped working sometime in (B)(6) 2009 and it stopped being effective for their pain. The patient started having pain again gradually after the ins was implanted. Their doctor performed a discogram and discovered that the patient had 3 torn disks. One was torn outside of the nucleus and one was completely in pieces. A repair surgery was performed in (B)(6) 2009 to correct it but the vertebrae overlapped the discs and the patient had no cushion left so the surgery slowly became ineffective. It was noted that the patient had permanent nerve damage on their left side and they were in a wheelchair because it was so bad before the disk repair surgery. The pain in their back was not being managed by their stimulation because of the newly discovered underlying issue with the patient's disks. It was noted that the device was not implanted to treat this pain because the issue was not discovered until after the ins was placed. The three disks were by the patient's neck and farther up than what the stimulation system was placed for. It was noted that the patient might have new leads placed in the future to address this new pain. The patient was implanted for chronic low back pain.

Event description:
Additional information was received from the consumer. It was reported that the ins battery was completely dead and it would not charge anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.